Event description:
It was reported that the patient presented in the emergency room. Patient heart rate was found to be slow and loss of ventricular capture was noted. After restoring capture, it was determined that the thresholds were variable. Oversensing of atrial signals on the ventricular channel was noted on stored egms. Lead dislodgement suspected. The lead was explanted and replaced. Patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.